Manufacturer narrative:
(B)(4).

Event description:
A journal article was reviewed which contained information regarding this patient's implantable cardioverter defibrillator (ICD). Additional information was obtained through follow up which indicated that the patient was found dead at home, and the cause of death for this patient was unknown. Further information was not available; however, the death was deemed not procedure related.